Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.

Event description:
A customer contacted baxter's technical service center to report having fluid next to and underneath the homechoice (hc) machine at the end of therapy. The home patient (hp) saw solution under the heater bag and the cycler. The technical service representative (tsr) ran the hc through self testing with a new cassette and it passed. The hp saw no leaks in the heater bag and could not tell if the spike was pushed in all the way. The tsr referred the hp to the nurse for further assistance. Product surveillance contacted the hp regarding the reported event. The hp stated he did not notice any visible damage or abnormalities with the cassette that was in use. The hp stated he discarded the sample and did not know the lot number. The hp stated he was able resume therapy successfully with new supplies. There was no patient injury or medical intervention reported.